Event description:
Pt was revised to address a breakage of the stem about halfway down the sleeve (mid-cone). The sleeve was intact, but the stem broke in half. It was reported that the pt had fallen.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.